Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a foreign matter was noted on the stent. Upon introduction of a 3.50 x 12 synergy drug-eluting stent, the physician checked the stent and noted a loose fibre. The device never entered the patient's body and the procedure was completed with two 4.0 x 20 synergy stents. No patient complications were reported and the patient's status was stable.